Event description:
It was noted that stent damage occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for use. However, during unpacking, the physician noted that the stent was bent. The physician decided to still use the device to complete the procedure because there was no other stent available. No patient complications reported and the patient's status was stable.